Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, blood was present inside the apical sheath and the tip sheath was perforated and the ultrasonic medium was leaking. Additionally, the ultrasound images did not render properly; however, this defect is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the blood invaded the perforation site because a hole was made in the apical sheath and the hold in the sheath at the tip and leakage of the ultrasonic medium due to some stress being applied to the tip sheath which caused damage result in a hold and the ultrasonic medium inside leaked out from the hole. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for use in a diagnostic bronchial endoscopy procedure, the ultrasonic probe, while being used with the single-use guide sheath kits, presented with blood inside the sheath. The problem comes from the single-use guide sheath kits, which have been identified as defective and causing damage to the probe. After the disinfection process of the probe, at the time of its use, there was blood inside, although the probe had always been used with single-use sheaths. The procedure was completed. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.